Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported feedback from a nurse anesthesiologist regarding issues with channels failing during use ¿without warning.¿ there was patient involvement but unknown outcome. Although requested, additional information was not provided, and customer declined to return the product.